Manufacturer narrative:
Manufacturing date from september 9, 2016 ¿ september 13, 2016. The device was not received; however, a photograph was received for evaluation. For a no flow problem, a functional flow rate test must be performed on the physical device in order to verify the flow rate accuracy. Therefore, the no flow problem could not be verified via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a no flow issue. A nurse disconnected the product from the patient after therapy; however, the device was full of solution and did not infuse. The device was filled with fluorouracil (3300mg) in 115mls of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.